Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. It was also reported that the right ventricular [rv] lead was oversensing, had a high sensing integrity count [sic] and noise was present. In addition, the r waves had decreased, there was no capture at high output and impedance measurements were high. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed and revealed one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase for max right ventricular pace of 472 to inf (un-filtered data) ohms peak between (B)(6) 2012. (B)(4) ventricular non-sustained tachycardia episodes of less than or equal to 210 ms occurred between (B)(6) 2012 14:26:52 and (B)(6) 2012 10:43:16. 57 ventricular fibrillation (vf) episodes of less than or equal to 210 ms average v-cycle occurred between (B)(6) 2012 08:02:35 and (B)(6) 2012 01:13:22. Ventricular short interval count v-sic=18270 counts, in 11.68 days, between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: competitor, 4470 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. The analyst commented that the insulation overlay tubing had environmental stress cracking, there was a depression in the outer insulation and there was an insulation breach as the overlay tubing was melted. There was also apparent explant damage.